Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was above 400 mg/dl. Customer reported having to visit the emergency room and being hospitalized subsequently, but multiple attempts were made by tandem technical support to follow-up with the customer on the details of the hospitalization, but no response was received. Customer stated that the anticipated date of discharge from the hospital would be (B)(6) 2026 but no additional information was provided beyond that. A replacement pump was sent to the customer to resolve the issue and customer will receive insulin therapy from healthcare provider until the replacement pump arrived.